Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400690109. No sample and three photographs were provided for evaluation. Upon visual inspection of the photographs, one image detailed and confirmed the lot information reported. The second and third images details issues at to separate joints on the set. One joint is circled; however, it is difficult to identify what defect is at the joint. The second joint is a breakage between the pod and the bonded tubing. Clear indication of the defect at one of the joint was not able to be identified and breakage at the other identified joint was not determined to be the result of a manufacturing defect. The defect is not determined to be the result of a manufacturing defect. The exact root cause of the breakage was unable to be determined. Possible causes may be due to additional handling/ manipulation of at the joint. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the line came apart from the arterial pod during removal after treatment without any force. It was also reported that blood was oozing out from the normal saline t connection during returning blood.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.